Event description:
Information was received based on review of a journal article titled, "twenty-year survivorship of cementless anatomic graduated component total knee arthroplasty¿ which examined the long term results and twenty (20) year survivorship of cementless, fixed bearing tka system using a tibial component without screw fixation. The study followed forty-seven (47) patients who received seventy-three (73) knees between 1984 and 1986. Clinical and radiographic evaluation was performed on all patients at six months, one year, three years, five years and every five years after that. The journal article reports patellar component failures occurred via severe wear of polyethylene due to metallosis and damage to femoral implant. It further reports fifteen (15) unspecified failures and twelve (12) incident of aseptic loosening of the metal backed patellae. The article concluded, after eliminating patellar failures, this monoblock tibial component without screws demonstrated excellent 20-year survivorship.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6).

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This report is sent to address only event received in the journal article: one (1) patient had tibial component failure due to aseptic loosening requiring revision at 1.1 year(s) post-op. There has been no further information provided and the patient outcome is unknown.